Event description:
It was reported that the pt was diagnosed with lesions in the mid and distal left anterior descending artery (lad). The lesion in the mid lad was pre-dilated with a voyager 2x12. The predilatation of the mid lad allowed access to the distal lesion. The lesion in the distal lad was direct stented by implanting a xience v 2.75x23. Then a xience v 2.75x18 was implanted in the mid lad, which caused a dissection at the proximal edge of the stent. To cover the dissection, the physician implanted a xience v 2.75x15 and the procedure was completed successfully. Pt is doing fine. The pt should be discharged tomorrow. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xinece v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.